Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2, d3, d4, g5 510k: this report is for an unknown : extraction instruments trauma/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. D10: complainant part is not expected to be returned for manufacturer review/investigation. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthese reports an event in japan as follows: it was reported that, the patient underwent an orif surgery treating distal humerus with the screws in question on (B)(6) 2021. After surgery, on (B)(6) 2023, a removal surgery was performed as bone fusion was achieved. Surgeon confirmed by x-ray, that there are no pieces in the patient. Procedure was completed successfully with one-twenty(120) minutes of surgical delay. No further information is available. This report is for one (1) unk - extraction instruments: trauma. This is report 4 of 4 for complaint (B)(4).